Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent migration occurred. The patient presented with unstable angina pectoris. The 90% stenosed target lesion was located in the ostium of the left main coronary artery (lmca). When the non-bsc guide catheter was placed the patient experienced spasm in the left main trunk and an intra-aortic balloon pump was inserted. The lesion was predilated with a 3.5x10mm non-bsc balloon at 8 atms/5 sec, 12 atms/6 sec and 16 atms/10 sec. For distal protection the balloon was advanced to the distal left anterior descending (lad) artery and inflated at low-pressures. After pre-dilatation, the 3.5x8mm taxus liberte stent was advanced to the lmca and deployed at 12 atms/10 sec. The delivery balloon was advanced to the proximal portion of the stent and inflated to 18 atms/10 sec for post dilate the stent. After removing the sds coronary angiography and ivus were performed but the physician could not find the stent in the lesion. A 3.5x18mm non-bsc stent was deployed in the lmca. A CT scan confirmed that the taxus liberte stent was in the deep femoral artery in expanded condition. In the physician's opinion the stent moved after it was post-dilated because repulsion between the stent and the vessel caused the stent to move into the aorta and subsequently migrate to the femoral artery. The physician did not retrieve the stent with a snare because of the potential risk to the patient. No additional patient complications were reported. The patient's current condition is listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.